Event description:
Per the clinic, the patient experienced no stimulation from implant due to migration of the electrode array (specific date not reported). Subsequently, the device was explanted on 2025, and the patient was reimplanted with another cochlear device on (B)(6) 2026.